Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old asian male presenting for high risk percutaneous coronary insertion and received cardiac support with the impella cp. Patient's access site developed a hematoma. As treatment, 3 units of packed red blood cells were administered and site was held with manual compression.